Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was loss of pneumo with three 12mm trocar when a 5mm instrument was inserted. They continued to use the trocars to complete the procedure. There was no patient impact.

Manufacturer narrative:
Per the clinic, due to loss of the device, an investigation of the device is not possible.(B)(4). Device not available for analysis.

Manufacturer narrative:
(B) (4). Device was misplaced by center.

Manufacturer narrative:
(B)(4).